Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a spinal procedure on an unknown date and suture was used. Post operatively, the patient experienced an infection at the surgical site. Additional information has been requested.